Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 system controller, serial number unknown, and the reported events and patient outcome could not be conclusively established through this evaluation. The system controller was not returned for analysis, and no log files were provided. Questions regarding the event were asked, and further information was not provided. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the system controller was not provided. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went to the bathroom. Their spouse heard ventricular assist device alarms and went to check on the patient. There they found the patient slumped over unconscious in the bathroom with their ventricular device alarming. Emergency medical services were called, and the patient was taken to the hospital where they were then pronounced to have passed. The coordinator reported that the device was operating as expected and would not be returned. The details on the alarms were not able to be provided by the family.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.